Manufacturer narrative:
Phone number: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side "rupture diagnosed by MRI". Device has been explanted.